Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3,000 ohms and shock impedance measurements greater than 200 ohms. This rv lead was replaced. A non-boston scientific lead was implanted to complete this procedure. No additional adverse patient effects were reported.